Manufacturer narrative:
The event of low impedance due to lead migration was reported to abbott. The patient had experienced a fall. The patient leads were revised and therapy was resored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11397. It was reported that the patient had low impedances. The patient underwent surgical intervention on (B)(6) 2019 wherein the patient's leads were revised. The patient has therapy post-op.